Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device detects the pad cable but there is no signal. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device detects the pad cable but there is no signal. There was no reported patient involvement/adverse patient impact. One power pca was returned for failure analysis. The reported problem was verified during testing. The power pca r126 resistor and the r129 resistor were as out of tolerance.